Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Customer complains of low results. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 160-180mg/dl fasting. Verified the strips expired 3/30/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Customer performed a back to back blood test and obtained 174mg/dl and 173mg/dl not fasting. Reviewed meter memory: (B)(6). Memory concerns: customer is concern the 2 blood test that were taken on (B)(6) 2015 99mg/dl at 12:55pm & 89mg/dl at 12:54pm. Customer have had this new meter that she purchase about two weeks ago. Customer states that she has been on a diet for about 2 weeks now and she is not sure the meter is working correct.

Manufacturer narrative:
(B)(4). Product evaluation in progress.

Event description:
Customer complains of low results. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 160-180mg/dl fasting. Verified the strips expired 3/30/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Customer performed a back to back blood test and obtained 174mg/dl and 173mg/dl not fasting. Reviewed meter memory: 1:99 mg/dl (B)(6) 2015 12:55:00 pm fasting:yes; 2:89 mg/dl (B)(6) 2015 12:54:00 pm fasting:yes; 3:171mg/dl (B)(6) 2015 01:35:00 am fasting:yes; 4:168mg/dl (B)(6) 2015 04:31:00 pm fasting:yes; 5:153mg/dl (B)(6) 2015 11:31:00 am fasting:yes. Memory concerns: customer is concern the the 2 blood test that were taken on (B)(6) 2015 99mg/dl at 12:55pm & 89mg/dl at 12:54pm. Customer have had this new meter that she purchase about two weeks ago. Customer states that she has been on a diet for about 2 weeks now and she is not sure the meter is working correct.